Event description:
It has been reported to co that during the procedure the occulsion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed intervention on the vessel. The physician attempted to deflate the occlusion balloon and it would not deflate when required. The physician moved the occlusion balloon and cause it to deflate. The device was removed and replaced with another to complete the case. The patient is reported to be fine.